Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and spinal pain. The MRI technician stated that the patient reported that their ins was too deep so they cannot charge. They have not charged since (B)(6) 2017. The patient needed a neck MRI so the caller was given compatibility guidelines. There were no patient symptoms reported and no complications reported.